Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there were no device related complications that occurred during trial.

Event description:
Sadeghipour, p., jenab, y., moosavi, j., hosseini, k., mohebbi, b., hosseinsabet, a., chatterjee, s., pouraliakbar, h., shirani, s., shishehbor, m. H., alizadehasl, a., farrashi, m., rezvani, m. A., rafiee, f., jalali, a., rashedi, s., shafe, o., giri, j., monreal, m., bikdeli, b. (2022). Catheter-directed thrombolysis vs anticoagulation in patients with acute intermediate-high-risk pulmonary embolism: the canary randomized clinical trial. Jama cardiology, 7(12), 1189¿1197. Https://doi.org/10.1001/jamacardio.2022.3591. Medtronic review of the literature article found that 94 patients with intermediate-high-risk pulmonary embolism (pe) were included in a randomized study between 22-december-2018 and 02-february-2020. It was noted that the study was cut stopped prematurely due to covid-19. Randomization was carried out in a 1:1 ratio for 2 groups: conventional catheter-directed thrombolysis (ccdt) plus anticoagulation vs. Anticoagulation monotherapy. The objective of the study was: "to assess the effect of ccdt plus anticoagulation vs anticoagulation monotherapy in improving echocardiographic measures of right ventricle (rv to left ventricle (lv ratio in acute intermediate-high-risk pe." In the ccdt group, cragg-mcnamara valved infusion catheters were used for the delivery alteplase at a rate of 0.5mg per catheter per for x 24 hours; a fixed dose of unfractionated heparin (500 units/hour) was also administered to all patients in the ccdt group during fibrinolytic therapy. There was no device malfunction or deficiency reported in the article. There were no patient deaths in the ccdt group associated with the devices or the therapy. 1 patient in the ccdt group was noted to have bleeding academic research consortium (barc) type 3 or 5 indicating a serious bleeding complication/drop in hemoglobin. Intervention/action taken was not specified in the article. Non-serious bleeding complications were noted in 3 patients. Additionally vascular access complications were reported in 3 patients with no additional intervention reported in the article. 13 patients were noted to have a rv/lv ratio >0.9 in the planned 72-hour transthoracic echocardiographic (tte) examination. However, by the 3 month follow-up/tte, it was noted that only 2 patients had rv/lv ratio >0.9. Additionally 3 patients were noted as "unrecovered."

Manufacturer narrative:
A2. Patient age (57 years) is representative of the mean age of all patients included in the ccdt group in the study. A3. Patient sex (male) is representative of the majority of patients included in the study. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.